Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/21/2023 additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device the returned sample revealed that it was received two needle-suture pieces and one suture piece. The packaging (labeled winging former) was received empty and pertain to the product code 8522h. In order to evaluate the conditions of the returned sample, the suture pieces were observed with the ends cut. Body fluids and crimping marks on the surface of the suture that was possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01983 & 2210968-2023-01986

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy procedure on (B)(6) 2023 and suture was used. During the procedure, the suture easily broke at the part that was not the node being tied during use. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2023-01986.